Event description:
Subject was enrolled (randomized) in a (B)(4) study on (B)(6) 2008. On (B)(6) 2008, subject was admitted to the hospital for stomach pain. The subject underwent diagnostic testing and was released from the hospital on (B)(6) 2008. On (B)(6) 2008, the subject underwent initial treatment per study protocol. On (B)(6) 2008, a diagnosis of stomach cancer was confirmed and communicated to the investigator. (B)(6) is the study sponsor using a us commercially available non-significant risk device. The study is being conducted at: (B)(6). Based on initial evaluation, the event appears to be unrelated to use of the device.